Event description:
It was reported that this spinal cord stimulation (scs) leads were replaced due to migration. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7155024, UDI: (B)(4).